Event description:
It was initially reported that the patient experienced withdrawal with tingling, muscle twitching, sleeplessness ("can't stay asleep"). The symptoms occurred on and off throughout the week over the previous four months. The patient had noted the symptoms occurred when he was sitting down. There were no alarms noted. At the last pump refill in (B) (6) 2009, the expected pump reservoir volume was 6 ml; 8 ml were aspirated from the reservoir. A dye study was performed in early (B) (6) 2010; no problems were noted. The pump logs were reviewed with no issues noted. The patient was home in fair condition at the time of this report. It was later reported that the patient had been in and out of withdrawal due to intermittent catheter kinking. The patient was experiencing pruritus and increased baseline spasticity. A 25% volume discrepancy was noted at a refill. It was also noted that recently the patient was on a commercial plane for 2 hours. When the flight landed, the patient's legs were so weak, he "could not get out of my seat". The patient was scheduled for a replacement of the pump and catheter on (B) (6) 2010.

Manufacturer narrative:
(B) (4).